Event description:
It was reported that during the implant procedure, the helix was tested and it was noted to jerk out of the lead quickly. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the helix mechanism test revealed a jumpy helix during extension and retraction. The device history record was reviewed and no anomaly was noted.